Event description:
Patient reported she been having problems since last pacemaker check to include "belching, wasn't feeling well, almost fainted, pain in my stomach, can't work, breathy, and no energy". Patient also reported change in lead measurements with an increase in milliamps and ohms. Patient feels there is something wrong. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.